Event description:
It was reported that failure to capture issue, lead fracture and a lead insulation anomaly was observed on the rv lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Physician opted to upgrade the device system. Patient was stable prior, during and post procedure.